Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the programmer would lock up and the stylus would not work. There was a small gauge in the screen that was being read as something touching the screen. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen functionality was not working, even after troubleshooting. The programmer has been returned for service. There was no patient involvement.